Event description:
The customer reported that the insulin pump was making a very high pitched sound and none of the buttons were responding. The caller also mentioned that the screen was frozen. The battery was changed twice, but the anomaly continued. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No high pitch sound or frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.